Event description:
The user's hearing performance with the device is affected. Refitting was attempted. Revision surgery to re-insert the electrode is planned.

Manufacturer narrative:
Additional information: based on the received information the active electrode post-operatively migrated partially out of cochlea as confirmed by diagnostic imaging. The recipient was re-fitted and revision surgery is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The position of the electrode has been confirmed via post op CT scan and otoplan imaging which showed channel 6 is sitting in the round window.